Event description:
It was reported that a patient underwent an obturator sling procedure in 2008. The surgeon could not pull out the plastic tube with the plastic sheath when he finished the procedure because they did not stay attached. The surgeon needed to place a new obturator sling device. No adverse patient consequences occurred.

Manufacturer narrative:
Other: plastic tube damage/breakage, conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.